Event description:
The customer reported to olympus, flooding due to damage to the treatment tool mouthpiece on the oes cystonephrofiberscope. Upon inspection and testing of the returned unit, disengagement of forceps plugs cap. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered wrinkles in the insertion tube, bending angle is insufficient due to the elongation of the angle wire, image guide (ig) bundle is severely broken, stains on the image guide (ig) bundle, liquid leakage was observed in the operation part, curved rubber adhesive was missing, scratches on the eyepiece, liquid leakage is observed in the eyepiece, liquid leakage is observed in the grip part, liquid leakage is recognized on the up/down plate, scratches are found on the angle lever and scratches are found on the up/down angle fixing lever. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to stress, handling, or other issues. However, the root cause of the reported event is unable to be determined. If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on information received from the end user and on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The reported problem occurred during reprocessing for a diagnostic cystoscopy procedure. A patient was not under anesthesia, and the procedure was completed using the same device.